Event description:
A patient was undergoing percutaneous cardiac intervention. As the angiocath was being withdrawn, the catheter broke apart. A piece of the catheter remained in the right femoral artery (rfa). A vascular surgeon was called and using a snare was able to retreive the retained piece of catheter. The patient remained stable and pain free throughout the procedure. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).